Event description:
During initial phone report: this pt experienced a dissection during stent placement in the lad. This was treated with the implantation of an additional, overlapping cypher. Approx four months later, the pt returned and angiography revealed a restenosis of the overlap site in thelad as well as a fracture of one of the cypher stents. This pt was admitted to the hosp with the chiefs complaint of recurrent angina. She was currently taking aspirin and insulin for which she is believed to be compliant. Angiography revealed a de novo lesion in the mid lad. This lesion was not calcified or tortuous. The lesion was predilated with a balloon (type and inflation pressure unk). A 2.5 x 18mm cypher stent was deployed to 16atms for 20 seconds. Upon revisualization, a dissection was noted at the proximal edge of the cypher stent. An additional 2.5 x 13mm cypher stent was placed in overlapping fashion to (approx 3mm overlap) and proximally to the first was deployed to 16 atms for 20 seconds. The overlap site was post dilated with the 2.5 x 13 cypher sds inflated to 16 atms. Two additional cypher stent were placed in a de novo lesion in the proximal lad without incident. Tyhe pt was discharged home on plavix and aspirin and in stable condition.